Event description:
Patient had cardiac catheterization on (B)(6) 2003 which indicated need for intervention. Interventional catheterization performed on (B)(6) 2003 per dr (B)(6). Cypher drug-eluting stent (B)(4) used in procedure. Angiomax infused during care. Documentation states patient pain free, no hematoma, angioseal used. On 17:08 - 154/81, rr 22, hr 68, spo2 96 percent. On (B)(6) 2003 patient arrives emergently as direct admit from dr. (B)(6)'s office at 12:26 pm. Patient complains of left shoulder and chest pain, rating 4-5/10 on pain scale. Vital signs on arrival to lab - spo2 76 percent. O2 2 liters/nasal cannula applied, spo2 92 percent; hr 100, bp 127/91, rr 21. Cardiac catheterization/intervention performed per dr (B)(6). Integrillin administered during procedure. Post-procedure vital signs: spo2 96 percent, hr 91, bp 140/82, rr 19. Pt complains of l shoulder pain, rating 2/10. Morphine given - 4 minutes denies pain.